Event description:
(B)(6), it was reported that post a stenting treatment procedure, in-stent restenosis and a myocardial infarction occurred. The 80% stenosed and 28mm long target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.75mm. The target lesion was treated with predilation and placement of a 2.75x32mm taxus element stent resulting in 10% residual stenosis following post-dilation. (B)(6), 2011 - the patient experienced elevated cardiac enzymes and was diagnosed as having a myocardial infarction. Five days later the patient was treated with target vessel revascularization in the mid lad with placement of a drug eluting stent to cover 70% diffuse in-stent restenosis. Residual stenosis was 0%. The patient was discharged the next day. The event is reported to be resolved without residual effects.

Event description:
It was further reported that the patient experienced 70% focal in-stent restenosis of the distal edge of the 2.75x32mm taxus element stent. The patient experienced ischemic symptoms in (B)(6) 2011.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).